Manufacturer narrative:
Date sent to the FDA: 07/15/2021. Additional information: d9, h6. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: nine packets of product code vcp486 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, nine packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. Additional information was requested, and the following was obtained: the re-operation was need after 2 days because the suture line was rupture (stitching is torn). Doctor found the suture line was broken and loose knot in the area of sheath closure. Theses is all information that doctor provided and the status of patient is unknown. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and /or indication of initial procedure ((B)(6) 2021)? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, or during suture placement? When and how was the suture breakage and untying knot observed/diagnosed? Where was the suture broken? Was there any precipitating stress factor for the suture breakage and untying suture knot? Was the tissue dehisced? If yes, please specify. What was performed during re-operation/revision surgery? Was the re-suturing done? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the current condition of the patient? Will the product be returned? If yes, please provide a return date, tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/01/2021. A manufacturing record evaluation was performed for the finished device qj2dul and no non conformances / manufacturing irregularities related to the malfunction were identified. Additional h-3 summary: the product was not returned for evaluation. Upon visual inspection of the one picture received: it was observed the needle holders with a strand broken, body fluids also were observed, however, the assignable cause of the reported condition cannot be determined in the picture. The product code should be vcp486. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device qj2dul and no non conformances / manufacturing irregularities related to the malfunction were identified. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Please clarify the name and /or indication of initial procedure ( (B)(6) 2021)? Please clarify in what structure/organ lap sheath closure performed? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, or during suture placement? When and how was the suture breakage and untying knot observed/diagnosed? Where was the suture broken? Was there any precipitating stress factor for the suture breakage and untying suture knot? Was the tissue dehisced? If yes, please specify. What was performed during re-operation/revision surgery? Was the re-suturing done? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the current condition of the patient? Will the product be returned? If yes, please provide a return date, tracking information? Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that the patient underwent an unknown lap procedure on (B)(6) 2021 and the suture was used for unknown sheath closure. Two days later the patient has to be re-operated on (B)(6) 2021 as the doctor found rupture: broken suture and loose knot. Additional information has been requested.